Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018 a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 900 mg/dl with symptoms of irritability. The reporter stated that the patient had been hospitalized for this blood glucose excursion. The reporter stated that there appeared to be a discrepancy between the recorded basal deliveries and the active basal program. There was no known cause for this variation. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump¿s history indicated there might have been a delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: a review of the pump history showed the data from the date of the complaint had been overwritten due to continuous use. The available total daily dose and basal change matched the programmed basal rate. The pump passed all required testing for delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.